Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was received at fisher & paykel healthcare (fph) (B)(6) and was visually inspected. The device was pressure tested and submerged in a water bath to check for leaks. Results: a visual inspection showed there was not enough glue in the patient end connector. The pressure test revealed the device was not performing within specification. The water bath test showed the leak was occuring at the proximal connector. Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leak was caused by insufficient glue being injected into the proximal connector such that it did not form a permanent seal during the assembly process. A lot check revealed two other complaints of this nature for the lot number provided. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.